Event description:
It was reported that the physician programming tablet was giving an "unable to open port" message upon attempts to interrogate a demo generator. The usb cable was unplugged and held for fifteen seconds before reinserting. It was reported that this did not resolve the issue. The usb was unplugged and reinserted a second time; however, this again did not resolve the issue. A different cable was used and interrogation of the demo generator was successful. A new usb cable was provided to the physician. It was reported that the malfunctioning usb cable was discarded and will not be returned for analysis.